Event description:
Customer reported a failed battery test on her insulin pump. The customer's blood glucose was 82 mg/dl. Troubleshooting did not find any damage or corrosion to the battery compartment of the customer's insulin pump. The customer stated there was a little bit of discoloration on the bottom of her insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No failed battery test alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.